Manufacturer narrative:
Describe event or problem updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device along with a mach1 guide catheter and an unidentified stent. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received together. The burr catheter is stuck inside of the mach 1 guide catheter and there is an unidentified mangled stent on the coil that is sticking out of the tip of the mach 1. The burr catheter was attempted to be removed from the guide catheter but because of the unidentified stent being bunched up and the tip damage of the mach 1 the burr catheter was unable to be removed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09222. It was further reported that an angiography was performed before the procedure and confirmed that a stent which was deployed on (B)(6) 2014 was located in the mid right coronary artery(rca). An intravenous ultrasound(ivus) was also performed prior to the procedure and it was noted that that the stent was sufficiently expanded. During procedure, the inner membrane of the stent was noted to be inadequate. The rotawire was inserted between stent struts and the movement of the burr could not be controlled and the tip faced towards the vessel wall. It was also noted that the stent was entangled with the burr. The burr catheter was pulled out with the whole system with a strong force and it was discovered that the stent became explanted. The procedure was completed with an unknown stent and the patients condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus selected for use. During procedure, the speed was adjusted to 210,000rpm. On the first ablation, the speed dropped to 5000rpm with no other issue noted. However; on the second ablation, the speed was dropped at around 100,000rpm and the stall lamp lit up. Consequently, the device became stuck in the lesion. An attempt was made to pull out the device manually but failed, thus the rotawire was removed and the burr catheter was pulled out together with the system. The advancer was checked and observed that the drive shaft got deformed. In addition, it seemed that some wires also wrapped around. The rotawire¿ got deformed and no issue noted on the mach1 guide catheter. The procedure was completed with another 1.5mm rotalink¿. No further patient complications reported.